Event description:
A report was received that the patient had an infection at the midline incision site. Symptom was a red, swollen lump along the site. The patient was prescribed antibiotics. The patient underwent an explant procedure. The physician did not believe that the infection was device related as the patient had a long history of infection. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-4316, lot #: 16160063, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn they were discarded by the medical facility.